Manufacturer narrative:
The customer reported having problems acquiring 12-lead ECG which could impact or delay diagnosis or treatment. On 08/05/2008 a philips fse evaluated the device. The symptom could not be duplicated. The device passed all testing and was returned to the customer. The customer has not called back regarding this issue for this device. We are considering this a malfunction. We cannot determine the cause since we could not duplicate the symptom. (B) (4).

Event description:
The customer reported having problems acquiring 12-lead ECG which could impact or delay diagnosis or treatment.